Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had a blank display. The customer's blood glucose level was 200 mg/dl at the time of the incident. Customer stated the display was not blank less than 30 seconds and did not return. Customer is using (B)(6) batteries, does not know if they are alkaline or lithium. Customer stated the contacts on the battery cap were neither missing nor damaged. Customer stated the battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Insulin pump was not exposed to moisture. Customer was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to misaligned battery tube. Unable to perform the displacement test, active current test, sleep current test and self test due to blank display.